Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. Displacement test and pump self test were not performed due to lcd damage. The device had cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
Customer reported that the insulin pump's screen is damaged and is only showing a partial display. Customer is unable to see what details are being input into the insulin pump. Customer's blood glucose reading was 88 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).